Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Patient weight was requested but not made available. Device remains in patient. (B)(4). The device was left in the patient and balloon catheter was discarded at user facility; therefore, direct product analysis was not possible. Imaging was provided and imaging evaluation states the image(s) received cannot be used to perform an imaging evaluation due to the insufficient data and/or poor quality of the image provided. Instructions for use (IFU) for gore® viabahn® vbx balloon expandable endoprosthesis, for the appropriate region and time-period, was reviewed. The IFU states the following: special care should be taken to ensure that the appropriate size endoprosthesis, compatible sheath and guidewire are selected prior to introduction. Native vessel dimensions must be accurately measured, not estimated. The IFU also states: do not withdraw the gore® viabahn® vbx balloon expandable endoprosthesis back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore® viabahn® vbx balloon expandable endoprosthesis back into the sheath can cause dislocation and / or damage to the endoprosthesis, premature deployment, deployment failure, and / or catheter separation. If removal prior to deployment is necessary, withdraw the gore® viabahn® vbx balloon expandable endoprosthesis to a position close to but not into the introducer sheath. Both the gore® viabahn® vbx balloon expandable endoprosthesis and introducer sheath can then be removed in tandem. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2022, a patient presented for treatment due to a bleed from the celiac trunk. Initial access was gained from the common femoral artery. A 7 x 45 flexor® ansel guiding sheath was used to advance a 7 x 29 gore® viabahn® vbx balloon expandable endoprosthesis (device/stent) over an advantage guidewire into the celiac trunk. At this time it was realized the device was too long for the celiac artery and would likely exclude major branches. The physician elected to remove the device and utilize a shorter device. In order to recapture the device after it was fully introduced into the vessel, the physician decided to advance the sheath further. However, the stent was dislodged from the catheter as it came in contact with the sheath edge. The dislodged stent that was still on the guidewire was left in the splenic artery. A new 7 x 29 gore® viabahn® vbx balloon expandable endoprosthesis was advanced and deployed from the origin of the celiac to the common hepatic artery. The bleeding was resolved and the patient is reported to be recovering well following this procedure.